Event description:
It was later reported that the patient had wound leaking more than two weeks prior to the presentation at the medical center. The patient also experienced swelling. A catheter break, tear, or hole occurred at the distal/spinal segment. The catheter issue was identified via x-ray. Intravenous antibiotics were given and a total system explant was performed. It was indicated that catheter segments were left in the intrathecal space. Perioperative antibiotics were administered. The patient did not have meningitis. The primary location of the infection was the lumbar region. A culture was obtained from this location. It was indicated that the patient outcome was ongoing, but also that the patient recovered without permanent impairment. Further follow-up was conducted to clarify this information, but was unable to be obtained. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that at a refill appointment three weeks prior to the report the patient¿s drug was changed from prialt to morphine. It was noted that the patient had a history of morphine intolerance. On (B)(6), the patient had signs of inflammation and redness on their back, along with drainage and incisional wound opening. The healthcare professional (hcp) suspected morphine intolerance. It was initially reported that the patient had an infection, however it was later reported that the patient did not look infected at all, just inflamed. A dye study and x-ray were done and the catheter had coiled up in the patient¿s back. The cause of the catheter migration/coiling in the subcutaneous tissue is unknown and the patient denied any trauma or ¿issues to her back area.¿ the coiled catheter segment was removed, the remaining catheter segment was flushed, and the pump was filled with saline and set to minimum rate. The explanted catheter segment was sent to be cultured; if it comes back negative a new catheter segment will be implanted. If it comes back positive the remaining catheter and pump will be explanted. It was noted that the patient was going well post-op. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). As it should have been previously coded. (B)(4) as it no longer applies. Removed (B)(4) as it no longer applies.

Event description:
Additional information was received that the pump was removed. The healthcare provider (hcp) put the wrong medication in the pump. Specifically, the hcp put morphine in the pump, but the patient was allergic to morphine. The patient developed a staph infection and a lump grew on her back. It was noted she was "left open for three weeks." The catheter was removed where the growth was located. It was noted the patient reacted to the medicine. The hcp told the patient she was fine. The manufacturing representative was present at the case. It was never reported to registration that is was removed.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)